Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted on the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer's blood glucose was 2.9 mmol/l. The customer stated that they inserted a new battery, but the blank display persisted. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.